Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy pacemaker (crt-p) reported feeling unwell. Data from the patient's remote monitoring system was obtained and submitted to boston scientific technical services (ts) for review. A ts consultant discussed that although the crt-p is programmed for biventricular pacing, pacing signals from the left ventricular (lv) lead were not visible on the electrogram. Additional troubleshooting was discussed. The crt-p was reprogrammed and lv pacing pulses were then observed on the real time electrogram. The crt-p remains implanted and in service. Although the patient was not feeling well when the event occurred, no adverse patient effects were reported.